Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11140r05, implanted: (B)(6) 2002, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 09-mar-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a journal regarding a patient receiving morphine and clonidine via an implantable pump. The indication for use was non-malignant pain and rsd/causalgia- complex regional pain syndrome. It was reported that around 2008, doctors replaced the patient's pump with a synchromed ii. The patient noted that this marked a dramatic intensification of their symptoms. In the years that followed, the patient's life deteriorated. Often, the phantom odor was followed by an unconquerable exhaustion that left the patient bedridden for days, pushing the patient out of work and into seclusion. ¿I could force myself to get up to use the bathroom and to dump food out for my cats,¿ the patient recalls, ¿I mean, I would literally just dump it onto the floor. It was a mess.¿ when the sleeping spells would end, the patient would suddenly find themselves all too awake, wire, and beset by a sort of cosmic anxiety and insomnia that could last another several days. The patient's fraught mental state would arrive with severe flu-like symptom of severe headache, sweating and constant sneezing. On 2018-apr-28, the patient had gone to the clinic seeking help for a set of mysterious ailments that included recurring hallucinations, psychotic episodes, and flu-like physical symptoms. This was the patient's 6th visit to the hospital and the previous month the patient arrived at the clinic begging for relief from an array of torments including migraines and ¿visions of seeing her dead body on the side of the road ¿ as well as the smell of burning flesh and metal,¿ according to hospital records. That evening, the doctor deemed the patient a suicide risk and called the police who handcuffed the patient and transported them to a drug rehab center. The patient and their current physician believe the cause of the issues was an implanted pain-management device that was malfunctioning, delivering too much or too little morphine into her spinal column, and inducing mind-bending cycles of overdose and withdrawal. The patient's pump was deactivated and the symptoms vanished. The patient was unable to afford explant so the pump was left in the patient's body. The patient's refill doctor noted during pump refills that the pump was dispensing the drugs in tiny amounts as intended. Then in late 2011, the patient was bowling with an acquaintance who insisted that the patient's symptoms were tell-tale signs of overdose and withdrawal. The patient looked up the symptoms online and 20 of the 21 symptoms matched perfectly. The patient just stared at the computer and cried. The patient contacted their managing physician and demanded an in-person meeting. The doctors at the hospital took the complaint seriously and speculated on a number of root causes outside the pump itself, including other prescription drugs the patient was taking and various physical factors but pump malfunction was not addressed. The records showed the patient complained of dizziness, a symptoms the patient believes was not related to any pump malfunction. Beginning in 2009, the clinic began gradually lowering the patient's doses of drugs, partially in response to her complaints of fatigue. In june 2012, the patient met with their hcp and agreed to turnoff the pump. The patient did not have insurance and was unable to afford the removal procedure. The patient cried some more, because they don't have that kind of money and decided to leave the pump in them. In the weeks after the pump's deactivation, the patient felt joy as the opiate withdrawal symptoms vanished, and the attacked stopped. The patient resumed their life, rebuilding friendships, seeing more of their two grown daughters and attending bowling nights. The patient was free and the pain associated with their once chronic pain had disappeared as well. Not long after the pump was deactivated the patient got a pain in the lower spine that began to steadily grow more severe. By (B)(6) of 2017, the agony had become constant. It was noted that standing in line was almost impossible and if the patient tried to sit up string for any length of time, it was cause great deal of pain. Last april, the patient went to the operating room and during the 90 minute, the patient hunched forward, hand crossed in their lap to stabilize themselves if the patient sat up straight, the defunct pain pump would deliver the familiar jolt of agony. The pump was removed from the patient that afternoon. Weeks prior, a hcp had identified the removal of the pump as medically necessary to fix the patients back pain. The catheter had caused a dangerous mass to form within the patient's spine, and it had to come out. The patient's device had been successfully removed, including the spinal tubing, which came out in several pieces, doctors had told the patient. It was noted the patient's pain was gone.